Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the retainer from the statlock device detaching from the base is confirmed but the exact cause could not be determined from the information provided. Three photo samples of a statlock PICC plus device were returned for investigation. The first photo shows the statlock retainer with a bioflow catheter within the securement doors. The securement base pad is not attached to the retainer. The second photo shows the bottom side of the retainer. Residual material from base pad appears to be visible on bottom surface of the retainer. The third photo sample shows the packaging of the device with ref: vppcspce and lot: jubtx477. Based on the photo samples provided, possible contributing factors include excessive force applied during handling and exposure to chemicals. Since the retained was observed to be detached from the base, the complaint is confirmed but the exact cause remains unknown. The IFU's warnings and precautions include, "avoid contact with alcohol or acetone, both can weaken bonding of components and pad adherence". A lot history review (lhr) of jubtx477 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the statlock holding piece for the catheter came loose from the the base which sticks on the skin of the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jubtx477 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the statlock holding piece for the catheter came loose from the the base which sticks on the skin of the patient.